Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing a broken bit was stuck inside the chuck. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: the quality investigation is complete.

Event description:
It was reported that during testing a broken bit was stuck inside the chuck. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.